Event description:
A customer observed a negatively biased valproic acid (valp) result for a single level of quality control fluid and a pt sample. Pt results were reported; however, there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint# note: there are two consecutively numbered form 3500a are being for this event. There are two devices involved. The root cause of the event involving the quality control sample is user error (MDR # 1319808-2008-00094) and the root cause of the event involving the pt sample is unk, but consistent with user error (MDR 1319808-2008-00095).

Manufacturer narrative:
Investigation into this event found that the vitros 5, 1 fs analyzer was performing as expected. The root cause of this event is unk; however, consistent with using the valp reagent pack beyond the MFR's recommendations as stated in the instructions for use for the valp reagent.